Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00370.it was reported that the catheter became stuck in stent and vessel dissection occurred. An angiography was performed to the left and right system. A minor stenosis was then located just distal to the first diagonal. A non bsc pressure guidewire was placed in the left anterior descending (lad) artery with baseline fractional flow reserve(ffr) of .89 and result of .79. An atlantis¿ sr pro imaging intravascular ultrasound(ivus) catheter was advanced to visualize and run through the lesion where stenosis was observed. The ivus catheter was removed and a 3.00x16mm promus premier¿ drug eluting stent was advanced in the mid lad to treat the lesion. The stent was deployed at 8 atmospheres for 9 seconds. The stent balloon was then redeployed for 12 seconds, and then redeployed the third time for 14 seconds. At that point, the ivus catheter was again advanced through the non bsc wire, as there was an area of the stent that did not fully expanded. The ivus catheter was passed beyond the stent, and a second ivus run was performed. As the ivus run was being completed, the physician attempted to remove the ivus catheter which was now lodged on the stent, and could not be removed. The physician pulled the ivus catheter harder and it was noted that the distal edge of the stent prolapsed on itself. Subsequently, the physician attempted to take a second non bsc wire into the lad which was not able to pass due to a distal dissection noted. The physician then attempted again to cross another non bsc wire which was still unsuccessful. The distal lad at that point had 0 timi flow. The physician called for emergency medical services(ems), put a balloon pump in the patient and the patient was transferred to a hospital 40 miles away for emergent surgery with the ivus catheter and the wire still in the lad. The stent, the ivus catheter and the wire were explanted from the patient and the patient received a left internal mammary artery(lima) to lad graft. No further complications were reported and the patient is recovering.